Manufacturer narrative:
The associated complaint device was not returned. A clinical evaluation was conducted and the revision pathology: ¿ ¿right hip scar and synovium, excision: scarred, inflamed and reactive synovium, with hemorrhage and changes consistent with the patient's history. No distinct histologic evidence of alval. There is a small amount of corrosion noted on the trunnion. Although there is corrosion of the trunnion and black viscous joint fluid consistent with findings associated with trunnionosis, the root cause cannot be determined nor can it be concluded that the clinical reactions are associated with a mal-performance of the implant. The impact beyond the revision cannot be determined. It was reported also that patient had recurrent dislocations 3 months post revision of right hip twice within a two week period. Patient slipped on the mud and fell from a standing position 12 days later. Closed reduction was performed in the ed both times. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that the patient had recurrent right hip dislocations on (B)(6) 2018 and (B)(6) 2018.